Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals removed and the screw mount on the bottom case broken. A review of the event history log found evidence of motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was duplicated. The root cause of the problem was normal wear of the motor assembly as the device was over 9 years old. To resolve the problem, the motor assembly was replaced. The cause of the display missing pixels was due to user induced impact. To resolve the problem, the liquid crystal display (lcd) was replaced. No product information has been provided to date.

Event description:
It was reported that the pump displayed motor error, and the display had missing pixels on the left side. No additional information available. No patient injury was reported.